Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to enter in bolus settings. The customer stated was in the bolus screen and the bolus showed units instead of carbs. During troubleshooting with tandem technical services (cts), the customer entered in the correct bolus settings. Additionally, the customer contacted cts for guidance through the fill tubing process. The customer's blood glucose (bg) level was 300 mg/dl at the time of the reported event. The customer delivered a bolus to address bg level. The customer was able to complete the load process.